Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption starting 12/jan/2019 and 2 high watt alarms logged since 14/jan/2019. Of note, it was reported that the patient received intravenous (IV) anticoagulant treatment after which the power and flow returned to normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. F1 user facility f2 uf/importer report number: (B)(4). F3 user facility name/address (B)(6) hospital 6 richland medical park drive columbia, sc 29203. F4 contact person: (B)(6). F5 phone number: (B)(6). F6 date user facility became aware of event: (B)(6) 2019. F7 type of report: initial f8 date of this report: 2019-01-23 f9 approximate age of device: 1.5 years f10 event problem codes: 2101 f11 report sent to FDA: unknown f12 location where event occurred: home f13 report sent to manufacturer: yes f14 manufacturer name and address MFR name: heartware, inc. Addl: 14400 nw 60th ave city: miami state: fl zip: 33014. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient reported urine was ¿as dark as coffee¿, shortness of breath but felt ¿at baseline¿. The patient was admitted for suspected pump thrombus, elevated ldh and hematuria. The patient was started on an intravenous (IV) anticoagulant bolus and echocardiogram showed adequate left ventricle offloading. Medications were adjusted and tissue plasminogen activator was started. The next day, the ldh started to trend down and continued over the next week. The plan was to stay inpatient until the international normalized ratio (inr) was at therapeutic levels.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular assist device (vad) patient had high power. The patient was hospitalized with an elevated lactate dehydrogenase (ldh) and diagnostic testing. The pump remains in use. No further patient complications have been reported as a result of this event.